Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. Patient stated that starting about 6 months ago, every time they recharged their implant the area around their implant site got warm and started hurting. Patient stated they don't know if it's a muscle pushing on it or the battery itself. Patient noted that they'd been talking to their healthcare provider about this issue for probably the last 4-6 months. Patient stated that at one point their hcp said they may have to move the implant and that yesterday their hcp referred them to a surgeon to possibly have the unit replaced. Patient stated the most bothersome issue was after they charged their neurostimulator. Patient reported that they felt their stimulation was turning on and off for the last 2 months after recharging their implant. Patient stated that after charging their implant they would have pain that didn't go away so they would use their controller to turn their stimulation off and then back on and the pain would start going away. Patient stated that this seems to happen every time they charge their implant. Patient then stated that on tuesday morning they charged the implant and by that night they were in pain through the night and the next day and it wasn't until wednesday afternoon that they turned the stimulation off and back on that the pain started going away. Patient confirmed that this has happened multiple times. The patient stated their pain was really bad; they mentioned 2 different settings - one at 1.0 and one at 1.1. The patient was redirected to their health care provider to monitor and further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about the cause of the issue they stated that it was determined that the placement of the unit was wrong and that it needed to be on the other side where more fat was. When asked about the steps taken to resolve the issue they stated that there wasn't a problem. The manufacturing representative (rep) changed the settings and it was much better. When asked if the issue had been resolved they stated that it appeared to have been, they were waiting on the surgery to heal.

Event description:
Additional information was received from the patient. They said actually there wasn't heat but hurting. The issue was the location of the implant and it was moved. It also needed to be recalibrated. Moving the implant resolved the pain. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.